Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The mitraclip clip delivery system (cds) was advanced to the mitral valve; however, after pulling back on the actuator knob, the clip would not deploy. After 3 minutes, the clip spontaneously released from the cds and the clip was deployed. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported difficult to deploy clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter (dc) shaft and the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.